Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high blood glucose readings over 400 mg/dl on the ilet following a large meal, with no observed infusion set leakage or kinking, and received troubleshooting and education regarding food-related hyperglycemia and monitoring. Symptoms included hyperglycemia without reported ketone testing, medical intervention, loss of consciousness, or other acute effects. Outcomes included continued device use, monitoring until glucose trended down into range, and a subsequent supply change. Investigation included user coaching on monitoring trends and guidance to change supplies if glucose did not decrease. Investigation of this case revealed a probable user-related factor of incorrect meal size announcement associated with a high-carbohydrate meal, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and carbohydrate load.